Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the right atrial (ra) lead, there was difficulty placing the lead. Approximately one month later, a chest x-ray showed that the ra lead had dislodged and was near the superior vena cava (svc). The ra lead was explanted. A replacement lead was not implanted due to the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the right atrial (ra) lead, there was difficulty placing the lead. Approximately one month later, a chest x-ray showed that the ra lead had dislodged and was near the superior vena cava (svc). The ra lead was explanted. A replacement lead was not implanted due to the patient's anatomy. No patient complications have been reported as a result of this event. It was further reported the ra lead exhibited undersensing that presented as an electrocardiogram (ECG) change where the pacing spike was visible but no p-wave was visible and the wave form appeared to be vvi.